Event description:
Customer reported meter/lab comparison results (obrtained within 20 mins of each other) were 274 mg/dl (fasttake) vs 220 mg/dl (lab), a 25% difference. Both blood samples were venous. Customer reportedly was shaky and perspiring. Customer did not have control solution to perform qc. The meter was replaced. There was no allegation of harm.